Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vessel occluded is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported events: "contra-indications: do not inject juvéderm® volift® with lidocaine in the periorbital area (eyelids, under-eye area, crow¿s feet) and glabellar region. Do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolisation, occlusion of the vessels, ischaemia or infarction. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Method of use - posology juvéderm® volift® with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Warnings: do not re-use. Sterility of this device cannot be guaranteed if the device is re-used."

Event description:
Patient reported having been injected with juvéderm® volift® with lidocaine in the mid malar and tear trough with a syringe that was being reused by a nurse injector. The patient had a "vessel occluded" under the right eye. Patient was treated with hylaise. Symptoms resolved that day. Patient was concomitantly taking their "usual medications."